Event description:
Patient was implanted with a synchromed pump and catheter on 6/10/1996 for delivery of morphine to treat nonmalignant pain associated with failed back surgery syndrome. On 01/21/1999 the device was explanted after the patient experienced increased pain and an x-ray revealed the motor's rotor was not moving. Another synchromed pump was implanted and the patient had improved pain relief during his 02/20/1999 pump refill visit with his health care provider.